Manufacturer narrative:
This report is being submitted as follow up no. 1 and to provide the completed investigation results. One 7fr introducer sheath and dilator were returned for product evaluation. Visual inspection revealed that there was no damage seen on the dilator tip. Microscopy confirmed damage on the distal tip of the sheath, the tip was deformed and partially wrinkled. Based on the provided information and investigation results, there is no definitive evidence that this event was related to a device defect or malfunction. The exact cause of the reported event cannot be definitively determined based on the available information.

Manufacturer narrative:
The actual device has been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that during a right heart catheterization, the tip of the ik sheath was noted to be frayed out of the packaging. The patient was reported to be in stable condition. The procedure was completed successfully using another sheath.